Manufacturer narrative:
Patient was admitted to a hospital for 3 days, where it received an endoscopy procedure indicating it had broken capillaries. Physician stated heat from the laser procedure caused the broken capillaries. However, the device's mechanism of action does not penetrate beyond the subcutaneous fat layer so the impact of the treatment would not contribute to capillary damage. The device was evaluated and found to be operating as intended. Patient has since healed from this incident. This incident is reportable since the patient had medical intervention at the hospital.

Event description:
Patient developed experienced vomiting / diarrhea (bloody) following a laser procedure on the abdomen.